Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 10/29/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. Additional information was requested, the following was obtained: what was the name of the procedure? Cesarean section 2. What was the procedure date? Unknown 3. What is the lot number? Unknown 4. What was used to complete the procedure? No, this item was replaced because it was not suitable to function. 5. Is the device available to be returned for evaluation? If so, please provide the status of the return and any available tracking information. Yes, you can have this item. It has been exposed to bodily fluids and not be cleaned. The item is sealed in a sharps proof container and suitable to be returned. 6. Please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep) clinical coordinator, labour & delivery. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a myomectomy procedure on (B)(6) 2025 and barbed suture was used. It was reported to the sales rep that the suture loosen broke and shredded the tissue causing us to do more involve repair. Product is not for return. There were no patient consequences reported. Additional information was requested.